Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that a power on reset (por) message was seen on the patient programmer. The patient had unrelated surgery the day of the report. Caller had turned stimulation off successfully prior to surgery, but then saw por message when trying to turn stimulation back on after surgery. Caller reported they did follow the cautery precautions for the surgery. The caller was not with the patient at the time of the call and did not have access to an 8840. They were redirected to have a manufacturer representative paged to clear the por. No patient symptoms were reported. No further complications were reported or anticipated.